Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer shutdown the station and reseated row board connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure. The customer reported that the user was able to remove the medication from another station and there was a slight delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.